Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery:(B)(6) 2012. Pending revision due to premature polyethylene wear. There is no infection.

Event description:
Index surgery: (B)(6) 2012. Pending revision due to premature polyethylene wear. There is no infection. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00925, 1038671-2019-00927, 1038671-2019-00928, 1038671-2019-00929.

Manufacturer narrative:
The engineering evaluation noted in the experience was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which lead to polyethylene wear. However, this cannot be confirmed because the explants were not returned for evaluation.